Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device does not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the reed switch, sw5. The customer's device was archived by stryker. The customer will receive a replacement device.